Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The tubing was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation modes. There was no report of patient involvement.